Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation (af) ablation interventional procedure. Reportedly, the suture disintegrated [broke]. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 21f sheath and the af ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture detachment was observed as a link detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, a medsun report was received with the following information: describe the event or problem: while performing the steps to achieve hemostasis with this perclose, the sutures failed to catch and create the knot needed to secure the suture to the vasculature. A new perclose was deployed successfully. No additional information was provided.

Manufacturer narrative:
E4 - initial report sent to FDA updated from no to yes. G2 - report source updated from health professional;company representative to user facility.